Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. This could result in the delay of cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.